Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported in the survey, respondent number twenty-seven reported pulmonary embolisms in less than 30 days of using an unknown optease inferior vena cava (ivc) filter, stating "pe on the first week". The device is not available for evaluation and there is no additional information. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Clinical factors that may have influenced these events include patient, pharmacological and vessel characteristics. With the limited information provided and without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the survey, respondent number twenty-seven reported pulmonary embolisms in less than 30 days of using an unknown optease inferior vena cava (ivc) filter, stating "pe on the first week". The device is not available for evaluation.